Event description:
It was reported that the patients ipg did not provide adequate pain relief. The patient underwent an explant procedure. The explanted device will not be returned per facility policy. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 17856366/17856366.